Event description:
Alleged that pt suffered a in respiratory arrest - possibly opiate induced in 03. Pt admitted in 11/03 for corrective spinal surgery in two stages. 3300 pca pump infusing morphine sulphate 100mg in 50ml naci 0.9% (2mg/ml) via IV. Concentration 2mg/ml. Pc bolus 1mg (0.5ml) duration stat. Lockout 5 minutes. Background infusion none. At time of incident observation chart shows demands: total/good 80/47. No long term pt injury. Outcome for pt = good (pt recovered fully) - hosp investigation showed that no conclusion can be made.